Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was reported that a minimum fill notification. Customer reported they would load a new cartridge and declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed. Customer¿s blood glucose level was 218 - 219 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.